Event description:
Medtronic synchomed pump #8637-40. Pump was one of the medtronic devices containing a battery manufactured on after (B)(4) 2005, which was placed on a class I recall on (B)(4) 2011. Pump caused a baclofen overdose where patient was apneic, unable to speak and was completely flaccid. Due to extreme dosage changes, she did suffer seizures. She was almost intubated. This was not the first time this happened. It initially happened (B)(6) 2014 and some misguided resident diagnosed pt with seizures. Several times over 2014, she suffered altered mental status that cleared within 24hours. This was somehow attributed to seizures or a vaso vagal response, but once the patient was admitted to the neuro ICU in december and tested for seizures, a 72 hour eeg determined this was not a chronic seizure condition. One small period of time showed seizures, which correlated to a 20% decrease in dose, but there were no more events. A significant increase or decrease in dosage can cause seizures. Prior to this event, in 2012-2013, she was diagnosed with syncope, but this appears to also be related to the pump. The family did not receive a notification of recall, which they should have. No physician contacted them. When a class I recall is in place, consumers need to be mailed notification, not just the physician. As a result, misdiagnosis was made and the patient could have died. There appears to be a motor stall or short in the system. It was not detected by the programmer, but it was evident that this was the problem as the new pump has none of these issues. Significant quality issues emerge here. When the new pump was place in (B)(6) 2014. The medtronic tech and the physician sent the pump to medtronic for investigation. No report as of yet. Not sure it will even be shared with us.